Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with duplicating words on the display was confirmed and duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed the device had not been previously serviced. A device history review was performed finding no exception, nonconformance, or rework occurred during the manufacturing of this device.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a condition of "duplicating words on the display." This condition had the potential to interrupt delivery. This condition occurred during set-up in the ER. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.